Manufacturer narrative:
The customer' returned xtra blood glucose meter. Set meter's date and time to current date 2007 and time 3:31pm. Meter was verified after at least 12hours. Date and time did remain current on three days later/ 7:00am. Customers and retailers have been informed through the letter.

Event description:
Customer reported that the date and time in their precision xtra blood glucose meter were not set accurately for approximately two months. He additionally reported that when data from the meter was uploaded onto a computer using precision link data management system, the dates and times were not alligned. This a known malfunction with the software that causes incorrect trending of glucose results.there was no report of death serious injury or mistreatment.